Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation, the trunk cable connector was physically damaged and the electrode belt was unable to stay securely latched to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt had a damaged trunk cable connector.